Manufacturer narrative:
The reported events were low lead impedance and phrenic nerve stimulation. As received, a complete lead was returned for analysis. The reported event of low lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that a patient presented with low impedance noted, on the right ventricular lead. And phrenic nerve stimulation noted, on the patient's left ventricular. The phrenic nerve stimulation resulted in patient discomfort. Both leads were explanted and replaced on (B)(6) 2024. The patient was stable throughout.